Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum and papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, in order to perform sphincterotomy, the doctor asked the nurse to pull the handle back. The handle went back very quickly; however, no cutting occurred. The physician tried to pull the handle back again but then he noticed that the cutting wire broke. Reportedly, no part of the device detached inside the patient. In addition, nothing happened to the working channel of the doudenscope upon the removal of the damaged product. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.